Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The stapling device was being used for the transection of the duodenum. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. The jaws of the device did not lock onto the tissue. In order to resolve the issue and complete the case, another reload was used. There was no patient harm. The patient status is alive, no injury.